Event description:
It was reported by physician through a company representative that a vns patient had passed away. The physician indicated there was suspicion the cause of death was likely due to an epileptic seizure and believed the patient was still receiving therapy at the time of death. Additional information was received from the area representative indicating the patient was explanted of generator and part of the lead. The return of the devices will not be done by the hospital based on policies. Moreover, an autopsy report is being created and will be available at an unknown date. At the moment the cause of death is unknown as good faith attempts have been performed to the reporting physician.